Event description:
It was reported that the customer's insulin pump had an unresponsive keypad. The customer stated that the up arrow button was not functioning at all. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The following cosmetic damage was noted: cracked case at the display window corner, cracked lcd window, broken belt clip slot at the battery tube threads area, and cracked reservoir tube lip.